Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there are no similar complaints for this lot number. The device will not be returned for evaluation to the manufacturer therefore, the product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that a cosmos embolization coil would not detach after several attempts. During withdrawal of the coil, it unexpectedly detached while half inside the aneurysm and half inside the microcatheter. The coil was removed in its entirety without any intervention and there were no further issues or complications. There was no reported patient injury.